Manufacturer narrative:
Additional information: date of event never provided by customer, it is an approximation. The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-04774 through 1221359-2022-04780.

Event description:
The customer reported seven (7) conflicting results with the ID now covid-19 assay for seven (7) patients performed on various dates. This report addresses patient three (3) of seven (7). The customer reported a conflicting result with the ID now covid-19 assay performed on unknown date. Initial test was positive and repeat testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Reference MFR: 1221359-2022-04774 to 1221359-2022-04780

Event description:
The customer reported six (6) conflicting results and one (1) false positive result with the ID now covid-19 assay for seven (7) patients on various dates. This report addresses patient three (3) of seven (7). The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6)2022 on a direct tested nasal swab. The first test generated a positive result. Repeat testing was performed and generated a negative result. The customer stated that the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion and additional information to the previously reported event. Please see updates: d4, g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1081726 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1081726 and test base part number 190-430 / lot 1081726. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1081726 showed that the complaint rate; for false positive patient result is (B)(4), and for false negative patient result is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.